Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
It was reported that, while placing the lag screw for a gamma3 nail, the guide piece t-handle attached to shanz pin did not allow guidewire to pass through, causing guidewire to slip further through the bone and into the pelvis. Ap view revealed guidewire had penetrated the pelvis 15 cm. After removal of the lag screw t-handle it was observed that the tip of the inner cannula was deformed, preventing the guidewire from entering the cannulation, causing the advancement of the guidewire into the pelvic space. Additional surgical procedure occurred as a result; opening the patient's abdomen to check for injury, which lasted for 3 hours and 23 minutes. No guidewire injury to the pelvis was noted.

Event description:
It was reported that, while placing the lag screw for a gamma3 nail, the guide piece t-handle attached to shanz pin did not allow guidewire to pass through, causing guidewire to slip further through the bone and into the pelvis. Ap view revealed guidewire had penetrated the pelvis 15 cm. After removal of the lag screw t-handle it was observed that the tip of the inner cannula was deformed, preventing the guidewire from entering the cannulation, causing the advancement of the guidewire into the pelvic space. Additional surgical procedure occurred as a result; opening the patient's abdomen to check for injury, which lasted for 3 hours and 23 minutes. No guidewire injury to the pelvis was noted.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. The driver was used approximately 50 times over the last 6 months; it is likely that the driver was in use for 2+ years before the event. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by improper handling during surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.